Event description:
It was reported by the distributor that the brakes were delivered not operating to specification.

Manufacturer narrative:
Stretchers are shipped with the brakes engaged. Due to the vibration of sea travel, the brake ring vinyl coating became degraded. This was observed by the distributor prior to delivery to the end customer.